Event description:
It was reported that via the remote home monitoring system the clinic noted the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased abnormally. Subsequently it was explanted for suspected premature battery depletion. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.